Event description:
During a dhs procedure for orif of right hip on (B)(6) 2013, the surgeon was implanting the plate to the bone. He used a mallet against the dhs/dcs impactor to force the plate onto the bone. The tip for dhs/dcs impactor broke where it was in contact with the plate. The fragment was retrieved. The procedure was completed and the surgeon no longer needed to use the dhs/dcs impactor, and did not need to substitute another instrument in its place. This is 2 of 2 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.